Event description:
It was reported that during an insulin change the ilet displayed ¿unable to proceed¿ with alert 38 and consecutive stalled motor messages, and the device exhibited charging issues with short battery life; the device remained usable but had trouble operating afterward and was synced before shutdown, and a return is expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.